Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - device returned to manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a DHR was performed for the device and it was found that the device was manufactured on 02-jun-2010. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the complaint device socket-wrench f/veptr nut was returned to customer quality (cq) west chester for investigation. Upon visual inspection, no issues were identified on the device. Service and repair evaluation: the customer reported that item did not meet specifications for torque testing. The technician reported that the device failed the torque test. The probable cause if failed high. The reason for repair is end of life. The item will be scrapped as the device was more than 3 years old and failed the torque test according to the inspection sheet. The reason for repair is the end of life for the part. The item will be forwarded to customer quality. The evaluation was confirmed. Per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Complaint confirmed: yes, the complaint condition can be confirmed based on the available information. Investigation conclusion: the socket-wrench f/veptr nut failed the torque test, hence the complaint will be confirmed. Also the device was manufactured in 2010 indicating that device had been in usage for long time. The reason for repair is end of life. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during inspection on an unknown date, the socket wrench did not meet specifications for torque testing. There was no patient involvement. This report is for a socket wrench for veptr nut. This is report 1 of 1 for (B)(4).